Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported via a regulatory agency that a patient experienced a right side ¿rupture, silicon diffusion and change of device¿s colour¿ and ¿capsular contracture (baker grade I)¿. The device has been explanted.